Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman flx laa closure device was implanted. Post procedure, the patient became hypotension and a small pericardial effusion was noted. It is unknown when the puncture of the pericardium occurred, but the physician suspected it may have been caused by the transseptal wire. A pericardiocentesis was performed the same day and the patient was sent to the intensive care unit (ICU). One day post procedure, the patient was off all pressors and sitting up in a chair.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman flx laa closure device was implanted. Post procedure, the patient became hypotension and a small pericardial effusion was noted. It is unknown when the puncture of the pericardium occurred, but the physician suspected it may have been caused by the transseptal wire. A pericardiocentesis was performed the same day and the patient was sent to the intensive care unit (ICU). One day post procedure, the patient was off all pressors and sitting up in a chair. It was further reported that only one device was used and no recaptures were performed. There were no difficult morphologies or positioning within the patient's anatomy. The pericardial effusion was noted hours post procedure.